Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. The control release needle could not be detached. Since the problem occurred in the 1st package and the same event also occurred in the 2nd package, so the doctor did not want to use the remaining 6 packages, so retrieved as a reference item. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Investigation summary the product was returned to ethicon for evaluation. Six unopened samples were received for analysis. The product code pdp777d is a control release and contains eight strands per packet. To evaluate the condition of the returned sample, the packets were opened, revealing eight strands in each packet. Additionally, one sample was found to have a suture detached from the needle. The swage and attachment area of forty-eight needles exhibited signs of excessive pressure. The sutures were dispensed without any issues and were examined along the strands; no defects or damage were found. A functional test was conducted on the samples using an instron machine, and it was determined that two needle-suture combinations did not meet the required pull force specifications, as they exceeded the maximum limits set by the customer. Further investigation was performed in the suture and it was found that one suture showed short insertion. In the remainder of the suture the insertion mark was noted as expected. Based on the information currently available, pull value too high, and short insertion were identified as pull out during the investigation of the samples received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.